Event description:
In march 2009, this pt underwent endovascular repair for a aneurysm in the descending thoracic aorta. A pre-existing ulcer was noted distal to the origin of the left subclavian artery as well. The first gore tag thoracic endoprosthesis was deployed distal to the aneurysm with no complications. A second gore tag thoracic endoprosthesis was deployed proximal to the aneurysm, and distal to the left subclavian, but did not fully deploy. While the gore tri-lobe balloon catheter was being advanced. It caught on the gore tag thoracic endoprosthesis and pushed the device proximally, covering all of the great vessels. The pt was converted to open repair, and is reported to be doing fine.

Manufacturer narrative:
Device lot/serial info was not reported to gore; therefore. A review of the manufacturing records could not be conducted. Images of this event, necessary to assess pt anatomy, etc, were requested by gore, but not provided by the physician, therefore further investigation could not be conducted. Please note this event was previously reported for the gore tag thoracic endoprosthesis under 2017233-2009-00248.